Manufacturer narrative:
Mfg site eval: samples received: (B)(4) unopened pouches and (B)(4) opened. Analysis and results: there are no previous complaints of this code batch. A (B)(4) units of this code batch were manufactured and distributed there are no units in stock. Received five closed samples and one open and manipulated sample. Tightness test to the closed samples received has been performed and the units are tight. Tested the knot pull tensile strength of the closed samples received and the results fulfill the OEM requirements. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled. As indicated in the note/precautionary measures from the instructions for use of the product: "when working with novosyn suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material". Final conclusion: complaint is not justified. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Thread broke behind the needle.